Event description:
Device was not used for a year but was flushed periodically. When it was flushed rptr became ill with fever and chills. Device was removed, and immediately spleen enlarged because of infection. Rptr being treated for splenomegaly. Rptr wonders if device was infected. Hosp has device for investigation. Rptr's blood count was low and had to have transfusion. Hosp will not disclose results of tests on device.